Event description:
Complainant alleged that during the biomedical engineering department's routine testing and preventative maintenance, while testing the defibrillator using paddles, the device displayed error message code "error 70" on the monitor screen. Th complainant indicated that there was no pt involvement in the reported failure.